Event description:
It was reported that during preparation the rigid video scope had two notches in the cable. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation and due to corrections. Updated fields: b5, d8, d9, e1 (phone number), g3, g6, h2, h3, h4, h6, h11. Corrected fields: d3 and g1 (corrected german character), g4 - PMA/510(k) # added correct digits. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the protector of the video cable section was cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.